Event description:
A siemens healthcare diagnostics field service engineer was combining control material in a single vial when the vial broke and cut his finger. The cut required three stitches.

Manufacturer narrative:
The cause for the broken vial is unknown.